Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2022. D6b: explant date: 2022.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts. Additional information was received that the explanted ipg was discarded per hospital policy.